Manufacturer narrative:
Device received with no button response at act button due to unlocked connector on lcd board. No button error alarm, audio or beep anomaly and frozen screen noted during testing. Unable to perform any tests due to button unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and keypad anomaly. The customer¿s blood glucose was 87 g/dl at the time of incident. Customer stated that the insulin pump had a constant tone and would restart. Customer also reported that the insulin pump buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported that a 5 minute insulin pump rest and battery replacement did not resolve the constant tone issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.